Event description:
It was reported that high capture threshold issue was observed on the rv lead. Lead revision was performed however a new lead was unable to be implanted due to patient anatomy issue. Physician elected to keep the lead implanted and referred the patient to a new physician to perform a second lead revision. Patient was stable prior, during and post procedure. No further information available.